Event description:
It was reported that difficulty to remove a microcatheter occurred. A percutaneous coronary intervention (pci) of a chronic total occluded artery was performed on a patient with coronary artery disease (cad). The target lesion was located in the 100% stenosed severely calcified bifurcated left main (lm) artery and bifurcated obtuse margin (om) artery. A 150 cm mamba flex microcatheter was advanced to the calcified lesion, distal to the chronic total occlusion (cto), but difficulties removing the device occurred. The device was unable to pull back. Another wire and balloon were inserted beside the microcatheter, and the balloon was inflated several times. The mamba then became unstuck, and was removed intact. The procedure was completed with other stents, which were post dilated. There were no further issues, and no patient complications resulted in relation to this event.

Event description:
It was reported that difficulty to remove a microcatheter occurred. A percutaneous coronary intervention (pci) of a chronic total occluded artery was performed on a patient with coronary artery disease (cad). The target lesion was located in the 100% stenosed severely calcified bifurcated left main (lm) artery and bifurcated obtuse margin (om) artery. A 150 cm mamba flex microcatheter was advanced to the calcified lesion, distal to the chronic total occlusion (cto), but difficulties removing the device occurred. The device was unable to pull back. Another wire and balloon were inserted beside the microcatheter, and the balloon was inflated several times. The mamba then became unstuck, and was removed intact. The procedure was completed with other stents, which were post dilated. There were no further issues, and no patient complications resulted in relation to this event.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a mamba flex 150cm microcatheter with blood in the hub. The device was visually and microscopically examined. Inspection of the hub, shaft and tip revealed a kink in the shaft 2.5cm proximal of the tip. There was no other damage or defect observed.